Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 266 mg/dl. Reportedly, the customer had changed out the supplies recently, and the suspected cause of the bg level was that their body needed more time to adjust to the new supplies. To address the bg level, a correction bolus was delivered. Reportedly, u-500 insulin was being used in the cartridge. The customer declined to perform troubleshooting with tandem technical support regarding the reported event.